Manufacturer narrative:
Two samples were received for evaluation. One of the samples was found to have the square slide spring assembled incorrectly, this could cause difficulties while charging the needle, but the needle fired appropriately. The second needle received for investigation was tested and did not present any failure. Functional testing was performed and both needles were capable of taking a correct biopsy. Therefore, based on the results of the samples tested, we are unable to confirm the issue reported. Manufacturing personnel will be made aware of the issue concerning the incorrect assembly of the spring in the one sample provided.

Event description:
The doctor felt needle did not fire properly and got stuck in the breast tissue and could not remove it.